Manufacturer narrative:
A bhr modular head (details not visually confirmed - 74222150, 07lw14838), bhr cup (74120156, 82153 s/n(B)(4)) and modular sleeve (details not visually confirmed ¿ 74222300 07lw14563) were received for investigation following revision surgery for groin pain on the right side. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the bhr modular head. Fine scratches were also observed on the bearing surface of the bhr cup. Surface texture change and discolouration were observed on the internal sleeve taper. Wear analysis was performed to review linear wear on the bearing surface of the bhr modular head and bhr cup. The wear images identified a wear patch on the bearing surface of the head and a wear patch on the bearing surface of the cup. Maximum linear wear for the bhr modular head was 7.8¿m. Maximum linear wear for the bhr cup was 5.9¿m. The combined maximum linear wear for the head and cup was 13.7¿m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 62.8¿m. Based on historic wear data, after 10.4 years in vivo, the measured combined linear wear is in line with the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. No medical documentation or information was provided for investigation. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Based on this investigation the root cause of the reported revision could not be determined conclusively. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Devices have been retained at smith & nephew aurora, and are available for return if requested by the customer.

Event description:
Revision surgery performed due to patient complaining of groin pain on right side.